Event description:
It was reported that revision surgery was performed. Pain, weakness of the legs and hip, elevated cobalt and chromium levels, fluid accumulation around the hip, exposure to metal debris reported.